Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the deployed clips were malformed in the beginning of several firings. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2010.